Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event/implant/therapy: estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device with a 5f sheath after an interventional procedure. Reportedly, the starclose se clip was deployed but hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. Two weeks after the procedure, the patient reported problems in the groin. A thrombosis was identified and surgery was performed. The starclose clip was detected to be sitting in the posterior vessel wall. The patient is doing well. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). It should be noted that the starclose instructions for use (IFU), precautions section, states the safety and effectiveness of the starclose se vascular closure system have not been established in the following patient populations: patients with small femoral arteries (less than 5 mm in diameter). It is possible this may have contributed to the reported event.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; however images were received and reviewed. The reported failure to achieve hemostasis appears to be related to the clip deployed at the posterior wall of the vessel due to user technique. The treatments and patient effects appear to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the filing of the initial medwatch report additional information was received: it was reported that, on (B)(6) 2017, arteriotomy closure was performed in the left common femoral artery using a starclose se device after percutaneous transluminal angioplasty. Reportedly, two weeks later, the patient reported pain in the groin. An aneursym spurium was seen on left common femoral artery angiogram. On (B)(6) 2017, surgery to remove the thrombosis was performed under general anesthesia. The starclose se clip was not removed. No additional information was provided.